Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was not working. Follow up with the clinic confirmed that the device was unable "resynch". The device remains in use. No patient complications have been reported as a result of this event.